Event description:
During a percutaneous coronary intervention the 2.5 x 13mm cypher stent would not cross the target lesion. As the stent delivery system (sds) was being withdrawn from the medtronic guiding catheter (gc) large resistance was met at around 4-5 inches from the hub. The stent got "hung up within the braiding of the gc." When the sds was taken out of the gc it was noticed that the proximal portion of the stent was flared up. The procedure was completed successfully with two other cypher stents. There was no patient injury.

Manufacturer narrative:
During a percutaneous coronary intervention, the 2.5 x 13mm cypher stent would not cross the unidentified target lesion. As the stent delivery system (sds) was being withdrawn from the medtronic guiding catheter (gc) large resistance was met at approximately 4-5 inches from the hub and the stent got "hung up within the braiding of the gc." Inspection upon removal of the device, revealed that the proximal portion of the stent was flared. The procedure was completed successfully with two other cypher stents. There was no patient injury. Additional information was requested but has not been forthcoming. Per the instructions for use, an unexpanded stent should not be withdrawn into the gc. In addition, should unusual resistance be felt at anytime during advancement or removal, the sdc and gc should be removed as a single unit. Manufacturing records for this lot were reviewed and results indicate that product met quality requirements for product acceptance. The device was not returned for analysis. Based on the limited information, it is not possible to determine what factors may have contributed to the resistance between the sds and the gc or the flared stent struts noted upon removal of the device.